Manufacturer narrative:
Follow up #1 02/18/2015. Device evaluation: the pump has been returned to animas and evaluated on 02/02/2015 with the following findings: there was a crack along the side of the battery compartment threads. There was another battery compartment crack from the case seal to the bumper pad. The returned battery cap threads were damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap couldn't attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.